Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not worn for awhile and is now dead despite the insertion of a new battery. Customer's blood glucose reading at the time of the call was 175 mg/dl. No further information reported.